Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent a partial hysterectomy). At the time of the report, the pelvic pain had not resolved and the menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") in a (B)(6) female patient who had essure (batch no. 624100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included atorvastatin since 2014, tizanidine since 2014, trazodone since 2014 and vicodin (norco) since 2014. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2016, 8 years 8 months after insertion of essure, the patient experienced iron deficiency anaemia ("chronic blood loss anemia"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), back pain ("back pain") and pain in extremity ("leg pain"). The patient was treated with surgery (on (B)(6) 2016, hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the menstrual disorder, vaginal haemorrhage, fibromyalgia, dysmenorrhoea, dyspareunia, iron deficiency anaemia, back pain and pain in extremity outcome was unknown and the menorrhagia had resolved. The reporter considered back pain, dysmenorrhoea, dyspareunia, fibromyalgia, iron deficiency anaemia, menorrhagia, menstrual disorder, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 14-may-2018: pfs received: events - abnormal vaginal bleeding, menorrhagia, fibromyalgia, dysmenorrhea, dyspareunia, chronic blood loss anemia, back pain, leg pain added. Reporters, lot number added. Incident. At the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") in a 41-year-old female patient who had essure (batch no. 624100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included early menarche, colonoscopy, chickenpox, multigravida, parity 4 and abortion (2). Concurrent conditions included uterine bleeding, uterine fibroid, fatigue, dizziness, iron deficiency anaemia, chest pain, bloating, tachycardia, retroverted uterus, obesity, incontinence, shortness of breath, bronchitis, osteoarthritis, adenomyosis, chronic cervicitis, uterine fibroid and paratubal cyst. Concomitant products included atorvastatin since 2014, tizanidine since 2014, trazodone since 2014 and vicodin (norco) since 2014. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2015, 7 years 6 months after insertion of essure, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced iron deficiency anaemia ("chronic blood loss anemia"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), back pain ("back pain"), pain in extremity ("leg pain") and endometriosis ("uterus, was not able to pull it out because of endometriosis"). The patient was treated with surgery (on (B)(6) 2016, hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the menstrual disorder, vaginal haemorrhage, fibromyalgia, dysmenorrhoea, dyspareunia, iron deficiency anaemia, back pain, pain in extremity and endometriosis outcome was unknown and the menorrhagia had resolved. The reporter considered back pain, dysmenorrhoea, dyspareunia, endometriosis, fibromyalgia, iron deficiency anaemia, menorrhagia, menstrual disorder, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received event " endometriosis" was added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") in a 41-year-old female patient who had essure (batch no. 624100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included early menarche, colonoscopy, chickenpox, multigravida, parity 4 and abortion (2). Concurrent conditions included uterine bleeding, uterine fibroid, fatigue, dizziness, iron deficiency anaemia, chest pain, bloating, tachycardia, retroverted uterus, obesity, incontinence, shortness of breath, bronchitis, osteoarthritis, adenomyosis, chronic cervicitis, uterine fibroid and paratubal cyst. Concomitant products included atorvastatin since 2014, hydrocodone bitartrate;paracetamol (norco) since 2014, tizanidine since 2014 and trazodone since 2014. On (B)(6)2007, the patient had essure inserted. On (B)(6)2016, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), iron deficiency anaemia ("chronic blood loss anemia") and anxiety ("psychological or psychiatric problems condition: anxiety"), 8 years 8 months after insertion of essure. In 2016, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In june 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), back pain ("back pain"), pain in extremity ("leg pain"), endometriosis ("uterus, was not able to pull it out because of endometriosis") and anaemia ("blood or heart disorder/condition type: anemia"). The patient was treated with surgery (on (B)(6)2016, hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on(B)(6)2016. At the time of the report, the pelvic pain was resolving, the menstrual disorder, vaginal haemorrhage, fibromyalgia, dysmenorrhoea, dyspareunia, iron deficiency anaemia, back pain, pain in extremity, endometriosis, anxiety and anaemia outcome was unknown and the menorrhagia had resolved. The reporter considered anaemia, anxiety, back pain, dysmenorrhoea, dyspareunia, endometriosis, fibromyalgia, iron deficiency anaemia, menorrhagia, menstrual disorder, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Events psychological or psychiatric problems condition: anxiety, blood or heart disorder/condition type: anemia were added. Incident. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") in a 41-year-old female patient who had essure (batch no. 624100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included early menarche, colonoscopy, chickenpox, multigravida, parity 4 and abortion (2). Concurrent conditions included uterine bleeding, uterine fibroid, fatigue, dizziness, iron deficiency anaemia, chest pain, bloating, tachycardia, retroverted uterus, obesity, incontinence, shortness of breath, bronchitis, osteoarthritis, adenomyosis, chronic cervicitis, uterine fibroid and paratubal cyst. Concomitant products included atorvastatin since 2014, tizanidine since 2014, trazodone since 2014 and vicodin (norco) since 2014. On (B)(6)2007, the patient had essure inserted. On (B)(6)2016, 8 years 8 months after insertion of essure, the patient experienced iron deficiency anaemia ("chronic blood loss anemia"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), back pain ("back pain") and pain in extremity ("leg pain"). The patient was treated with surgery (on (B)(6)2016, hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain was resolving, the menstrual disorder, vaginal haemorrhage, fibromyalgia, dysmenorrhoea, dyspareunia, iron deficiency anaemia, back pain and pain in extremity outcome was unknown and the menorrhagia had resolved. The reporter considered back pain, dysmenorrhoea, dyspareunia, fibromyalgia, iron deficiency anaemia, menorrhagia, menstrual disorder, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc (product technical complaint ) incident. At the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') in a 41-year-old female patient who had essure (batch no. 624100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included early menarche, colonoscopy, chickenpox, multigravida, parity 4 and abortion (2). Concurrent conditions included anemia since 2013, uterine bleeding, uterine fibroid, fatigue, dizziness, iron deficiency anaemia, chest pain, bloating, tachycardia, retroverted uterus, obesity, incontinence, shortness of breath, bronchitis, osteoarthritis, adenomyosis, chronic cervicitis, uterine fibroid and paratubal cyst. Concomitant products included ferritin since 2013 for anemia as well as atorvastatin since 2014, hydrocodone bitartrate;paracetamol (norco) since 2014, tizanidine since 2014 and trazodone since 2014. On (B)(6)2007, the patient had essure inserted. In (B)(6)2007, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 8 years 8 months after insertion and 1 day after removal of essure. In (B)(6)2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2007, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety / mental anguish"). In (B)(6)2007, the patient experienced depression ("depression"). In (B)(6)2016, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). On (B)(6)2016, the patient experienced iron deficiency anaemia ("chronic blood loss anemia") and anaemia ("blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), back pain ("back pain / lower back area"), pain in extremity ("leg pain") and endometriosis ("uterus, was not able to pull it out because of endometriosis"). The patient was treated with surgery (on (B)(6)2016, hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the menstrual disorder, fibromyalgia, dysmenorrhoea, dyspareunia, iron deficiency anaemia, back pain, pain in extremity, endometriosis, anxiety, anaemia and depression outcome was unknown. The reporter considered anaemia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, fibromyalgia, iron deficiency anaemia, menorrhagia, menstrual disorder, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: results: total bilateral occlusion (both fallopian tubes were blocked successfully).. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of vaginal hemorrhage, pelvic pain were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") in a 41-year-old female patient who had essure (batch no. 624100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included early menarche, colonoscopy, chickenpox, multigravida, parity 4 and abortion (2). Concurrent conditions included uterine bleeding, uterine fibroid, fatigue, dizziness, iron deficiency anaemia, chest pain, bloating, tachycardia, retroverted uterus, obesity, incontinence, shortness of breath, bronchitis, osteoarthritis, adenomyosis, chronic cervicitis, uterine fibroid, paratubal cyst and anemia since 2013. Concomitant products included ferritin since 2013 for anemia as well as atorvastatin since 2014, hydrocodone bitartrate;paracetamol (norco) since 2014, tizanidine since 2014 and trazodone since 2014. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 8 years 8 months after insertion and 1 day after removal of essure. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety / mental anguish"). In (B)(6) 2007, the patient experienced depression ("depression"). In (B)(6) 2016, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). On (B)(6) 2016, the patient experienced iron deficiency anaemia ("chronic blood loss anemia") and anaemia ("blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), back pain ("back pain / lower back area"), pain in extremity ("leg pain") and endometriosis ("uterus, was not able to pull it out because of endometriosis"). The patient was treated with surgery (on (B)(6) 2016, hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on 9-(B)(6) 2016. At the time of the report, the pelvic pain was resolving, the menstrual disorder, vaginal haemorrhage, fibromyalgia, dysmenorrhoea, dyspareunia, iron deficiency anaemia, back pain, pain in extremity, endometriosis, anxiety, anaemia and depression outcome was unknown and the menorrhagia had resolved. The reporter considered anaemia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, fibromyalgia, iron deficiency anaemia, menorrhagia, menstrual disorder, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion (both fallopian tubes were blocked successfully). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2019: pfs received : new event of depression added. Concurrent condition and concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.